Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment, and confirmed the reported complaint. The pressure switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.